Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). No anomalies found; full lead analyzed.

Event description:
It was reported while removing the guidewire from the lead during the implant procedure, the distal part of guidewire became stuck inside the lead and was damaged. The lead was removed. No patient complications have been reported as a result of this event.